Manufacturer narrative:
The returned device was evaluated. Inspection found the device failed the hand switch test rh (right hand) position # 9 error due to faulty auxiliary board. The device pbdes at 200w showed low output due to faulty psu (power supply unit). Faulty plasma blend board was also identified. Multiple minor scratches were observed on the housing unit, found broken handle (left) and missing d socket cover. Device software version confirmed to be running old version software and needs to be upgraded. Review of fault log found no error. Based on evaluation findings the failures found were identified to be attributed to electronic component failure. Other physical defects identified could be attributed to use handling and or maintenance issue. This report will be supplemented following investigations.

Event description:
Faulty auxiliary board and faulty plasma blend board was observed during device inspection of the return asset device that needs a software upgrade. Low output was determined due to faulty psu (power supply unit ) .there was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.